Manufacturer narrative:
There was no report of any da vinci system or intraoperative procedure issues. Instrument and system log reviews could not be performed due to insufficient event date and procedure information.

Event description:
It was reported that a physician highlighted concerns about the da vinci system's use in surgeries for urothelial carcinoma due to the tumor's high propensity for "seeding." They explained that the creation of a pneumoperitoneum during robotic surgeries induces pressures exceeding venous and lymphatic pressures, which could facilitate the dissemination of tumor cells if the carcinoma is opened during procedures such as lymphadenectomy or bladder dissection. This is suggested to result in unusual metastasis patterns and rapid metastatic spread, a phenomenon not observed in prostate or renal cell carcinoma surgeries performed with the system. A reported case involved a patient who was initially planned for adjuvant therapy after presumed complete tumor clearance via da vinci cystectomy. However, a subsequent CT scan revealed widespread metastases.

Manufacturer narrative:
A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the allegation in this report is seeding of cancer after robotic procedures for uroepithelial carcinoma. The allegation does not give the operative details for the case or cases described, and no details about patient baseline disease were provided. A potential contributing factor is alleged to be the pneumoperitoneum created during this type of minimally invasive surgery although using intrabdominal insufflation is not unique to robotic surgery. No indication of any additional intraoperative issues were provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.